Event description:
It was reported that the patient presented in-clinic for a follow-up check. Upon review, the right atrial lead exhibited under-sensing, dislodgement, and lack of lead slack. The right atrial lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of under sensing was not confirmed. Complete lead was returned for analysis. Electrical testing and visual inspection were normal with no anomalies found. Visual examination of the lead noted the helix extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. All other damages were sustained during the procedure.